Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings of inner tubing kinked/buckled, blood in/on helix mechanism and damaged at implant. The analyst commented that no thickness was found in the middle of the lead body and that the introducer test was performed.

Event description:
It was reported that at implant there was thickness in the middle of the lead body that created noticeable resistance during the lead insertion via the haemostatic valve. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.